Event description:
It was reported that the pt experienced "intermittent overdose/withdrawal". No device troubleshooting was reported. The pt was taken to surgery for revision of the entire system. The catheter was noted to have "+ csf flow"; the old pump volume was correct. The catheter and the pump was replaced. The hcp requested analysis to evaluate pump function and assess catheter components for "microfractures". The pump contained baclofen 2000 mcg/ml at a daily dose of 800 mcg. The pt recovered without sequela.

Manufacturer narrative:
In 2009, the pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. The catheter was not returned. A f/u report will be sent when the analysis is complete.